Event description:
It was reported that the proximal injectate lumen was found occluded before use and it was not possible to prime the lumen. There were no patient complications reported.

Manufacturer narrative:
One catheter was returned with the monoject 1.5cc limited volume syringe for evaluation. No introducer or contamination shield was returned with the catheter. Some resistance was felt during compressing the proximal infusion lumen. A plug-like yellow plastic particle was observed at the proximal infusion port and adhesive-like material was also visible around the port. The plug seemed to be secured in the port and did not move; however, the edge of the particle projected outside of the catheter body. The distal injectate lumen was patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint was confirmed as related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.